Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 494 mg/dl. The patient experienced shortness of breath and fatigue. She treated via insulin pump therapy. During troubleshooting, an air bubble at the top of the reservoir was discovered. No other anomalies were noted. The insulin pump was not returned for analysis.